Event description:
The customer contact reported that the device touchscreen does not respond when pressed. The device was returned to the biomedical department from central supply with an unsigned note. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not respond when pressed and would not calibrate. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing; however, a review of the device history indicated touchscreen errors. Additional testing found fluid ingress on the bottom of the touchcreen which was the probable cause of the customer's reported non responsive touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.